Event description:
It was reported that, during a tka surgery, it was noticed that the pin driver was bent. The issue was resolved by using an s&n quick connect pin driver to complete putting in and taking out the pins. The surgery delayed, but it is unknown for how long. The patient was not harmed.

Manufacturer narrative:
H10: the device, used for treatment, was returned for prior evaluation but discarded. Visual investigation of the returned device found that the pin driver was slightly bent. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk assessment. The user's manual released at the time of the complaint states on page 15 that provides instructions on the administrative and preoperative procedures. It states that "smith & nephew recommends a minimum of two sterilization kits be obtained for each procedure in the event that any parts malfunction or become damaged during the procedure." It also has a warning which states:" a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure." We were able to confirm there was a relationship established between the device and the reported event. The most likely root cause of the reported event was due to mechanical component failure. A factor that could have contributed to this issue is user handling of the device.